Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cerebrovascular accident could not be conclusively determined.

Event description:
Related manufacturer reference 9680001-2016-00020, 9680001-2016-00022, 3005188751-2016-00009, 2030404-2016-00007, 3008452825-2016-00023, 3005188751-2016-00010. Following an atrial fibrillation ablation procedure, a cerebrovascular accident occurred. During the procedure a rise in impedance occurred and the ablation catheter was exchanged for another of the same model to complete the procedure. Following the procedure, the patient experienced double vision and an MRI was performed, which revealed a cerebrovascular accident. No intervention was required to treat the patient and the patient was stable with double vision and issues with equilibrium at the time of this report. The physician was uncertain as to the cause of the cerebrovascular accident.